Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 253 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.